Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Additionally, it was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. Customer's blood glucose level was 367 mg/dl. The customer reverted to an alternate method of insulin therapy.